Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer initially called about error messages on coaguchek xs meter with serial number (B)(4). During testing to resolve the error messages, the customer received discrepant inr results. The customer initially tested at 9:35 a.m. With a result of 6.1 inr. The customer re-tested at 9:47 a.m. With a result of 2.1 inr and re-tested again at 9:53 a.m. With a result of 4.1 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer took longer than 15 seconds to dose the test strip for each test. The customer did not report these results to her doctor. No medical treatment was required. No adverse event occurred. The customer was feeling fine. The customer stated there were desiccant beads from the strip vial cap at the bottom of the strip box. The customer is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. There have been no changes to the customer's coumadin dose. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. During a review of the meter memory, there were additional discrepant results: on (B)(6) 2015 there were results of 3.4 inr at 11:24 a.m., a result of 2.6 inr at 11:27 a.m. And a result of 3.3 inr at 11:30 a.m. On (B)(6) 2018 there were results of 3.3 inr at 8:32 p.m., a result of 4.6 inr at 8:37 p.m. And a result of 5.2 inr at 9:53 p.m. Relevant retention test strips (lot 304974) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.